Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Insulin pump had a cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
Customer reported a button error alarm on the insulin pump that she was unable to clear. The blood glucose reading was 142 mg/dl. Customer reported that the insulin pump had gone through normal wear and tear but nothing significant to lead to this alarm. Nothing further was reported.